Event description:
Per the clinic, the patient experienced an infection around the implant side. Treatment with antibiotic cream (chlorsig) and oral antibiotics (type & date not reported) was unsuccessful. For healing purposes the abutment was removed on (B)(6) 2011, and the patient was equipped with a cover screw over the implant. The cover screw was extruded in (B)(6) 2012 (specific date not reported). It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the clinic, there are no plans to replace the abutment. No further information has been made available as per this report. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
(B)(4) : implanted device remains.